Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a drill bit fractured during the initial surgery in 2013 and the fractured piece was retained in the patient. The patient has now returned to the surgeon complaining of pain.

Manufacturer narrative:
The bipolar shell was returned for review. The device was packaged using the low density polyethylene (ldpe) bag. Visual inspection of the returned bipolar shell confirms that a small portion of the ldpe bag is stuck to the surface of the shell. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed 3 additional complaints against the related part and lot combination. The reported issue has been previously investigated and as part of corrective action a new supplier for the ldpe bags has been selected and testing has been completed to ensure thermal reliability and stability of the new ldpe bags. As part of zfa 2015-180 a removal of the unconsumed affected product will be conducted to reduce the reoccurrence of similar complaints in future. FDA recall z-0845-2016 contains the related lot number. This is a previously addressed packaging issue.

Manufacturer narrative:
Other device used: catalog #00225332011, m/dn tibial nail, lot #60758113 - (B)(4). The products were not available to be returned for evaluation. Product information was not supplied for the drill bit; as such, a complaint search by product item and lot number could not be conducted. There are no additional complaints for the tibial nail, and device history record review of the tibial nail indicates the device was manufactured to specifications with no deviations to the standard manufacturing processes. These devices are used for treatment. The patient complained of pain after the implantation. Revision surgery was not performed. Insufficient information exists to conclusively determine root cause.